Manufacturer narrative:
Other, other text: returned device was received in good physical condition. During the evaluation of the device, the reported issue was confirmed. The outlet connector was attached which resolved the issue. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Customer facility phone number: (B)(6).

Event description:
Information was received indicating that a smiths medical ventilator's aluminum connector for the air circuit got detached. No patient injury. There were no reported adverse events.